Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with lysis. Loose at the body stem interface. Revision of cone conical restoration, modular stem. Left tha. Update: "the reason for revision was pt pain and lysis on scans. The surgeon hypothesised that it may have been a loose stem/ body interface."